Event description:
On (B)(6) 2017, the lay user/ patient contacted lifescan (lfs) (B)(4) alleging that her onetouch verio flex meter was reading inaccurately high compared to feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The reporter stated that the alleged inaccuracy began on (B)(6) 2017,6:00pm. The patient had obtained an alleged result of ¿7.7 mmol/l¿ on the subject meter compared to feelings/normal results. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine the possibility of inaccuracy. The patient manages her diabetes with insulin (self-adjuster) and reported that she increased her dose of insulin to 6 units of apidra in response to the alleged high reading she obtained. The patient stated that at an unspecified time after the alleged product issue began she developed symptoms of ¿shaking and feeling low¿. No medical intervention was reported and no other device was used to obtain a blood glucose result. At the time of trouble shooting, the cca confirmed that the correct unit of measure was used. The test strips were stored correctly and within their expiry date. The patient had not manually selected ¿control test¿ and the patient did not have control solution to perform a test. Replacement products were sent to the patient and requested back for evaluation. This complaint is being reported because the patient reportedly developed symptoms that meet lfs¿ criteria for a serious injury adverse event after taking an increased dose of insulin based on alleged inaccurate high results obtained with the subject meter.

Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.